Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, a thrombosis occurred. The lesion was located in the mid right coronary artery (rca). A taxus express2 2.75x32mm drug eluting stent was placed at the target lesion. The patient was transferred to the floor. Later, that evening, the patient complained of chest pain. The patient was brought back to the ccl and found to have a thrombosis in the rca. The thrombosis was treated with two cypher stents placed distal and proximal to original stent. No further patient complications occurred. Patient status is satisfactory.